Event description:
Retrieval of port-a-cath. Staff (vaxel) noticed that a significant piece of the catheter was missing. Surgeon ordered a subsequent x-ray. 3:30 pm pt in radiology under fluoroscopy with cardiologist and radiologist present. Attending to dislodge catheter from the right ventricle of the heart. In 2001 - similar event.